Event description:
Baxter's quality engineer reported a continuflo set that had a broken stopcock. This reported condition was noticed before use during a visual inspection. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter's quality engineer performed an evaluation on an actual sample. A visual inspection was performed and it was confirmed that there was a 4-way large bore stopcock that was broken. This condition was caused by an unknown reason. A batch review cannot be performed since there was no lot number provided. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.